Event description:
Customer reports that a pt post peristomal hernia was returned to surgery for device removal. Pt previously developed diverticulitis, fistula and subsequent infection.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500 a form will be submitted accordingly.